Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Serial number unavailable. Date of device manufacture unavailable as serial number not provided.

Event description:
The hospital reported the unit had a malfunction that results in a loss of mechanical ventilation. The patient was switched to manual ventilation. There was no report of patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available.